Event description:
It was reported that during a ptca procedure, the tip of the balloon came off after multiple inflation's while attempting to advance over a wire outside of the pt. No pt injuries or complications occurred.